Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the coating peeling off the connection tube, additional findings were as follows: insulation resistance of the leading edge did not meet the standard value due to a broken bending section cover; due to wear of the angle wire, bending angle in the down direction did noy meet the standard value; due to broken channel tube, suction volume did not meet the standard value; plastic distal end cover was scratch; and the objective lens was dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical/chemical stress being applied during device handling by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use for a diagnostic procedure the evis lucera elite bronchovideoscope had air/water leakage from the channel. The procedure was completed with a similar device. There was no patient harm associated with the event. The device was evaluated, and it was found that the coating was peeling off the connecting tube. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.